Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the reported type 3b endoleak with sac growth was refuted, rather it was a type ib from the left common iliac artery. Also, a type2 endoleak (non- device related failure) from the inferior mesenteric artery was identified. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records /images available for review. The contributing factors for the reported event is most likely the poor wall to wall apposition at the lcia (distal landing zone). No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and a palmaz stent (non- endolgix) to treat an abdominal aortic aneurysm (aaa). This case is outside the intend of use due to the implantation of the non- endolgix (palmaz) stent. Approximately 2.5 years post initial procedure, a type 3b endoleak with sac growth was identified with a computerized tomography (CT). An intervention is being planned however the patient is waiting on cardiac clearance to proceed. Additional information: the reported type 3b endoleak with sac growth was refuted rather it was a type 1b endoleak from the left common iliac artery. An intervention was completed. The physician elected to reline the original implanted devices with ovation ix abdominal stent graft system to treat this event.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and a palmaz stent (non- endolgix) to treat an abdominal aortic aneurysm (aaa). This case is outside the intend of use due to the implantation of the non- endolgix (palmaz) stent. Approximately 2.5 years post initial procedure, a type 3b endoleak with sac growth was identified with a computerized tomography (CT). An intervention is being planned however the patient is waiting on cardiac clearance to proceed.